Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Flashed the nodes, reloaded cal files and completed a filament calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9800md system were "grainy". There was no report of patient injury.